Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/18/2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and the problem was confirmed. The root cause was determined to be a bad receiver battery. The receiver log was reviewed and a screen error alert was present within the date range of the reported allegation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.